Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00245 to provide the return sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the sheared urethane piece was approximately 35mm. In length. Magnifying inspection noted it had a semicircular groove along the total length in the lengthwise direction, with one end having a semicircular shape. The shear cross-section presented a smooth surface. Simulation testing was conducted on a current product guide wire. The sample was inserted in a metallic needle and pulled back. The urethane outer layer was sheared off. The urethane-sheared surface on the guide wire was found to be in a smooth state similar to that of the actual device used. A review of the manufacturing record and shipping inspection record of the involved product/lot# combination confirmed that there were not any production related-problems or any discrepancies in the inspection results. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the actual device being used in combination with a metal needle. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00245 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record and the product release decision control sheet of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported sheared coating on the glidewire device. Follow-up communications with the user facility confirmed the following information: during a heart catheterization procedure the glidewire had some coating shear off the wire. The patient had severe calcification in the femoral artery. The coating was retrieved with a snare. The procedure was completed. The patient was reported as doing ok with no issues.